Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.

Event description:
In 2009, the sales representative reported that as he was going to get the plate to use during surgery, it was found to be scratched. There was a 5 minute delay in the surgery to get another plate to use. There was no harm to the patient. Additional information received one week later via telephone, the sales representative reported that prior to implanting the plate, the surgeon noticed a crack on the bottom of the plate from screw hole to screw hole. The surgeon used another plate from another kit to finish the case. The plate was never implanted into the patient. There was no surgical delay. This malfunction has been reported in the past for an adverse event.